Manufacturer narrative:
(B)(4). Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). (B)(4). Device history records review was completed for part# 04.613.816s, lot# 9965391. Manufacturing location: (B)(4), manufacturing date: may 30, 2016, expiry date: may 01, 2026. Non-sterile part# 04.613.816, lot# 9811158. Manufacturing location: (B)(4), manufacturing date: jan28, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the reported products were used in surgery for cervical myelopathy, covering c5-c7, on (B)(6) 2016. Five months later, the patient went to see the surgeon, claiming something stuck in the throat. The surgeon confirmed that x-rays showed backed-out screws. In the initial surgery, those screws were most distantly fixed on the reported plate. The screw on the c7 right had been clearly backed out. On the other hand, the one on the c7 left had not been locked tightly on the plate. The surgeon performed the revision but the date is unknown. He removed those two screws on c5-c7, confirmed the bone healing between c5-c6. The cage inserted on c6-c7 had been secured but the bone healing had not been complete. Thus, he inserted a plate and completed the fixation. There is no information available about patient outcome. The surgery was conducted successfully and all broken or damaged fragments were removed. This report is for one (1) 4.0mm ti cerv self retain screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (4.0mm ti cerv self-retain scr slf-tpng/fixed angle 16mm, part number 04.613.816s, lot number 9965391). The subject device was returned to the manufacturer with the complaint condition stating: the returned product was re-inspected for all the features pertinent to the complaint condition. Considering that all relevant measurable product features meet specification and no defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Complaint is disposed as confirmed, but it's considered not valid for (B)(4) because there is no evidence of issues manufacturing related. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: 4x unk screws.

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.